Event description:
Refrence number (B)(4) event occurred in the united states. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2023. The leakage occurred at the insertion site on day one of use. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this medical device report (MDR) is being submitted as the initial report. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11/mar/2026 against "lot number" "5420043" and similar malfunction codes leakage from infusion site (specific cause not identified), insertion site egress trace moisture / superficial wetness. The review confirmed that lot 5420043 and the identified failure mode are not associated with any non-conformance report (ncrs) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/mar/2026 against "lot number" criteria equal "5420043" and similar malfunction codes: leakage from infusion site (specific cause not identified), insertion site egress trace moisture / superficial wetness. The number of complaints is 1. The complaint number is (B)(4). DHR review: the lot 5420043 was manufactured according to work instruction (wi) version 40 and manufactured in the m12 line on 01/mar/2023 with a total of (B)(4) units. The sub-assembly: assembly lot 5420147 was manufactured according to the work instruction (wi) version 26 and assembled in the quickset line, on 01-mar-2023, with a total of (B)(4) units. Lot 5420148 was manufactured according to the work instruction (wi) version 26 and assembled in the quickset line, on 01-mar-2023, with a total of (B)(4) units. Lot 5420149 was manufactured according to the work instruction (wi) version 26 and assembled in the quickset line, on 01-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing tubing lot 5418274 was manufactured according to the wi version 38 and assembled in the m04, m05 and m08 line on 27-feb-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.